Event description:
The initial reporter questioned positive results for 1 patient tested for elecsys anti-hbs ii (anti-hbs ii) on a cobas e 801 analytical unit and a cobas e602 analyzer compared to the abbott method. The initial result from the e801 analyzer was 70.7 iu/l (reference range < 10 iu/l); interpreted as positive. The repeat result by the abbott method was 7.74 iu/l (reference range < 10 iu/l); interpreted as negative. The sample was sent for testing on a cobas e602 analyzer, and the result was 55.77 iu/l (reference range < 10 iu/l); interpreted as positive. A new sample was obtained and tested on the e801 analyzer with a result of 78.2 iu/l (reference range < 10 iu/l); interpreted as positive. No questionable results were reported outside of the laboratory, as the results did not correspond to the patient¿s clinical diagnosis.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6). The e602 analyzer serial number was not provided. Sample material was requested for investigation.

Manufacturer narrative:
Instrument issues are not suspected, as similar results were obtained on both the e801 analyzer and the e602 analyzer. Sample material was received for investigation. The customer's positive anti-hbs ii results were reproduced at the investigation site. Neutralization testing indicated the sample contained the anti-hbs analyte. Based on the investigation results, the elecsys ant-hbs ii results are considered to be correctly positive. The reagent performed within specification. The investigation did not identify a product problem.